Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced the s-lyse pump and performed pump optimization procedure and ensured the s-lyse and e-lyse volumes measured at the pump and mixing chamber were within specification. The fse ran latron, quality control samples, and reproducibility, all within specification; and ran (B)(4) patient samples with acceptable results. (B)(4).

Event description:
The customer reported an error condition of voteouts (non-numeric results) were generated for the differential parameters for quality control and patient samples when using the coulter hmx hematology analyzer with autoloader. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.